Event description:
It was reported that during pre-surgery, it was observed that the attachment device and motor device were not holding the drill bit device while in use together. During in-house engineering evaluation, it was observed that the bearings were worn and loose, which caused the device to run hot. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on december 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose which caused the device to run hot. Therefore, the reported condition was confirmed. It was determined that worn and loose bearings created a situation where the cutter was not able to be inserted due to bearings that were no longer in axial alignment not allowing the cutter to pass through. It was determined that if a cutter was able to be inserted and device was ran, it would have caused the device to run hot. The assignable root cause was determined to be due to worn out bearings due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.